Event description:
Pt called lfs on 5/29/03 alleging their ot ultra meter would not power on. Pt reported experiencing no symptoms. Pt stated that for the past two days pt was taking their insulin in the morning without knowing what their blood sugar was. No adverse events reported. The issue with the meter was not resolved. No further info was provided.